Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 470mg/dl. The customer treated with insulin. Customer indicated that their doctor has been contacted and their blood glucose value was 231mg/dl at the time of the call. Customer declined to check their settings and declined to further troubleshoot. Customer was advised to monitor the pump and blood glucose and call back if any further issues.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window. Drive support disk was inspected and no anomaly was noted.